Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect in the low back following implant. The patient went to a doctor for "stomach problems", and the doctor wanted an MRI of their stomach. It was noted that the patient still had a lot of pain, however he did feel the stimulation. It was noted that the ¿best thing was lying down.¿ it was reported that the patient had agonizing pain by 6 or 7 at night. The implantable neurostimulator (ins) was implanted in "the cheek." It was noted that during the trial the patient couldn't tell if it was helping or not, and if he had it to do over again, he probably would not have the implant because of the MRI restrictions. It was noted that half the time the patient didn't use it. The patient had not had the ins on for a week because it didn¿t help. There was no difference in pain level whether the ins was on or off and the patient turned it off before going to bed. It was noted that the ins had never been reprogrammed and the primary problem was the back, the patient couldn¿t stand for any length of time. It was also noted that the patient had a new knee and back surgery 8 years ago "where they put in a bunch of stuff" halfway up the back. It was reported that the patient had experienced pain for a couple of weeks from under the right shoulder blade down, more in the shoulder and chest, not the stomach. The patient had 3 electrocardiograms and there were no heart problems. It was noted that the patient had about 20 operations in the last 20 years, including shoulders, knee replaced, and cataracts. It was reported that the patient was still not getting pain relief. The patient had to take oral medications. It was stated to be imaginary and doesn¿t get relief but could feel the vibration. The patient was noted to have back and knee problems but had always had these problems. A back surgery and 2 knees were mentioned. The patient had a stroke (B)(6) 2013 and it made everything worse. The patient was currently at 3.20 volts and the patient did increase the stimulation sensation. They were not aware of different groups or programs. Different groups were not available to switch between and the patient was unaware of how to use the device. Problems with speech were mentioned and the patient couldn¿t write correctly. They were dizzy all the time. The patient was noted to have an appointment coming up with their healthcare provider (hcp) and would follow up with them to get a manufacturer representative to come and adjust stimulation. It was later reported that the patient had leg/back pain. The patient reported that the implant had never been effective. It was reported that the patient tried increasing amplitude, which did not help cover the pain. The patient had back and knee replacement surgeries before the implant. The patient mentioned that they wake up every hour to urinate. No device allegation was stated in regards to it. It was reported the patient never had anyone check their device since they got it implanted. It was reported that the implant had not really helped their pain. The patient had not gotten any therapeutic effect. There was report of pain symptoms. The patient reported that "they can't seem to get it to work." The patient stated "it comes on and they used to keep it at 350 but now it's at 10,000." It was reported that the device doesn't take care of the pain. Relevant medical history includes chronic low back pain and lumbar radiculopathy. No outcome or interventions were reported in regards to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.